Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the examination under magnification of the returned embotrap device showed no evidence of damage and deformation to the body segments of the device, the struts and mesh of the stent portion of the device, or the distal coil of the device. There was evidence of damage to the proximal coil in the form of off-set coils and stretched coils. The visual inspection indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195-inch ID tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap iii device and a sample prowler microcatheter. The returned embotrap device was able to be fully inserted into the sample prowler microcatheter and delivered to the distal tip without resistance. It was reported in the complaint event description that, during the procedure, ¿the physician felt strong resistance advancing [the] embotrap iii through [the] prowler select plus [microcatheter]¿. The resistance was felt in the proximal part of the microcatheter. The returned device shows evidence of damage and deformation indicative of this. However, this was unable to be recreated on the returned device; therefore, the complaint event cannot be confirmed. In attempt to recreate the reported event with sample devices, it was confirmed that advancing a deployed embotrap device against an obstruction and simultaneously torquing the device can cause the device to become deformed. However, the permanent damage observed on the returned device could not be recreated as part of the potential cause assessment. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint cannot be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. Each embotrap device is 100% inspected, therefore, any damage on the device prior to shipping would have been seen. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the physician felt strong resistance during the advancement of the 5mm x 37mm embotrap iii revascularization device (et307537 / 23f030av) through the concomitant prowler select plus microcatheter. The embotrap iii was at the proximal section of the microcatheter, and the physician was able to retract the stent from the patient¿s body; it was replaced with another 5mm x 37mm embotrap iii revascularization device (et307537) and the procedure was successfully completed. There was no negative impact on the patient. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the result of the product analysis completed on 05-aug-2025, the reported issue meets usfda reporting criteria under 21 cfr 803 as a "malfunction."